Event description:
The handpiece melted at the tip. There was no pt injury. This happened twice to the same pt with different handpieces, one right after the other. Refer to MFR rpt #1720159-2000-00045 and #1720159-2000-00046.